Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 3 devices had broken/damaged components, 1 device had a missing component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported there was a grounding malfunction. There was no patient involvement.